Manufacturer narrative:
(B)(4). Approximate age of device-1 year. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that a screw that held the fill switch in place had come off the pump supporting the right ventricle, which resulted in occasional low flow alarms. Rescue tape was applied to correct the alarms. The patient was asymptomatic. On (B)(6) 2017, the pump supporting the right ventricle was exchanged due to air leak. No additional information was provided.